Event description:
It was reported that the bulb on the device was leaking around the connection. This was noticed when it was on the pt because it started to leak. It is unknown if there were any adverse consequences or how much blood needed to be discarded. The pt did not received any pre-donated or bagged blood.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.